Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify lost sensor alarm due to buttons not responding.

Event description:
Information received by medtronic indicated that the sensor was giving inaccurate readings. Blood glucose was 300 mg/dl but the sensor indicated low reading. Customer inserted another sensor and got lost sensor alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.